Event description:
10 days post-implantation of a cypher stent in the protecte (lma) left main artery the patient experience an (ae) adverse event that was recorded as unstable angina, myocardial infarction and elevated serum markers. During the angiogram, the native protected ostial (lma) left main artery was noted 100% occluded. The lesion was characterized as little to none calcification, the leion length was 15mm and 3.5mm diameter. Plain old balloon angioplasty (poba) was performed with an unspecified angioplasty balloon. The pre procedure timi flow was zero, and the post procedure timi flow was one. The stenosis was reduced to 80%. A secondary ae occurred post poba that was noted as dissection. The dissection persisted post procedure, and cause flow reduction. The event was not related to the device, but was related to the procedure.